Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The patient poly traumatic (defined as such when a person is subjected to multiple injuries such as a serious head injury) (she/he was suffered an accident) was submitted to the implantation of the monitor + catheter on (B)(6) 2015 (first procedure). The optical fiber started to mark negative intracranial pressure even after several attempts (such as turn on and turn off), stabilizing the intracranial pressure in -99 mmhg. First of all, they turned on and turned off the monitor, without success. They changed the monitor by another one, but the reading was unstable. So, on (B)(6) 2015, they implanted another catheter from the same lot and changed the monitor. From then on, the pressure record was ok. According to the hospital nurse, the patient passed away on (B)(6) 2015. He did not say details about the death. Only reported that this was a serious case of poly trauma. On 2/12/2015 additional information explained that the 1º - the doctor implanted the catheter and zeroed the monitor (this monitor was not new ¿ it was not the first use of this monitor). In the beginning the record was normal and after some time, the record became unstable (reading -90 mmh). The 2º turned off/ turned on and zeroed the monitor. In the beginning the record was normal and after some time, the record became unstable (reading -90 mmh). The 3º the monitor was replaced by another one (this other monitor was not new ¿ it was not the first use of this monitor) and zeroed it. In the beginning the record was normal and after some time, the record became unstable (reading -90 mmh). The 4º the intracranial pressure catheter and the monitor (this third monitor was new ¿ it was the first use) were replaced. The reading was normal and there is not any problem with them.

Manufacturer narrative:
Complaint samples were not returned to codman; therefore, the evaluation could not be performed. While no sample was returned, a review of the quality records for lot crdc5b was performed. No discrepancies were found. The cause(s) of the difficulty reported by the customer could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.